Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The surgery center is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a vitreous loss in the patient¿s operative eye requiring an unplanned vitrectomy procedure. The surgery center reported, once the cataract was removed, the surgeon noted the vitreous loss. Through follow up, it was reported the cannula from the viscoelastic became separated from the device during use and the surgery center is not certain if the separation of the cannula contributed to the event. The procedure was completed without incident. It was indicated from the account, there is no further action is expected from the surgery center. Patient outcome well.